Event description:
The patient had a competitor primary knee surgery on (B)(6) 2018. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised successfully the liner. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the liner.

Manufacturer narrative:
Batch review performed on 05-feb-2024. Lot 2003173: (B)(4) manufactured and released on 24-apr-2020. Expiration date: 2025-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.